Manufacturer narrative:
Voluntary mw number (B)(4) was received on 10feb2025. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported under medwatch form # (B)(4) that the patient arrived at clinic with noted damage to the modular cable. The modular cable was replaced. The event required intervention to prevent permanent impairment or damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was unable to be confirmed. The modular cable (lot number: 7547621) was not returned for analysis, and log files were not submitted for review. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the availability of log files, if there were any alarms along with the damage, and if any product would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 7547621) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (IFU) section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.